Manufacturer narrative:
Section e3 correction manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) alarming for a yellow wrench was confirmed. The mpu was evaluated at the pleasanton service depot. The mpu was connected to power it was noted that the mpu did not power on, confirming the reported event. The issue was traced to the power supply assembly, which was replaced. After the replacement, the mpu passed all functional testing and was returned to the customer. The replaced power supply assembly was returned to the product performance engineering group for further analysis. The assembly was connected to a known working test fixture, and the fixture did not power on. It was found that a diode and transistor were shorted. The root cause of the reported event was determined to be due to damage on the power supply assembly. The root cause of the damage was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) would not power on despite troubleshooting on the customer's end. Replacing the batteries and ac power cord did not resolve the issue. The patient was given a new mpu from the customer's supply.